Event description:
Electrical spark was observed during code. Pt received burned outline from pads on chest. Defibrillator and pads checked ok. Sending ECG pads to MFR. Pt died later, unrelated to this event.